Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
The device was explanted due to pocket infection with no other anomalies found. The infection was not caused by the performance of the device or lead and the patient is in stable condition. Related manufacturer report number: 2017865-2017-01191.